Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The patient stated based off the cgm value (value was not provided), they dosed themselves with fast acting insulin after eating. They stated they realized they gave themselves too much insulin, became hypoglycemic and went to the hospital. While in the hospital, they provided the patient with juice and food at which point the patient was feeling tingly. They stated their glucose went high and then dropped low and was provided with dextrose via intravenous (IV) therapy. The patient was released from the hospital at 3:00am after they were stable. At the time of contact, the patient was doing fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.